Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned as it remains implanted. Per the instructions for use of the device, pump site skin erosion is a possible known risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that a patient's pump location was revised due to pump protruding in patient's skin, causing discomfort and potential for breaking through the skin.